Event description:
Customer reported the system is displaying a stator not on error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the circuit breaker on the power motor relay board. System operates as intended. This MDR is related to the ge healthcare.